Event description:
A distributor reported to us that a secondary float leg of the mr290v autofeed humidification chamber is short. This was discovered during their incoming goods inspection. No pt consequence was reported.

Manufacturer narrative:
The device was not returned to the MFR. An investigation was carried out based on a photograph of the device sent by the distributor. Results: the secondary float leg appears to be too short. In the photograph, the float leg did not touch the chamber base. A lot check revealed no other similar complaints for this lot number. Conclusion: the secondary float log is too short. This would have occurred during the molding process in production. Our monitoring and trending for this type of event for float molding defect has a rate of occurrence worldwide for the last year of 0.0003%.